Event description:
It was reported that during a robotic hyrohernia procedure with the harmonic instrument and the active blade broke off of the instrument and fell into the patient. The broke piece was retrieved from the patient through the trocar and a second like instrument was used to complete the case with no consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation code 81 - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.